Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed self test, off no power test, a21 error test and all operating currents tested within the spec. No failed battery test alarm or charge or battery anomaly were noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or rewind anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had to press buttons harder to respond. Customer stated the insulin pump had lock up before and unresponsive, battery life was less than a week, received failed battery test, grinding noise during rewinding and unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.